Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was pt said the ins helped tremendously in the very beginning then stopped helping. Pt said they have increased but after increasing it did not improve, their doctor has changed the program in the past too but now it's not helping. Reviewed information about potential therapy adjustments and offered to assist if pt chose to make an adjustment. Pt said they always have felt stim going down their legs but not in their pelvic floor. During the call pt was successful to sync and change programs initially stating they felt stim in their outer butt cheek then decreasing confirming they stopped noticing stim and it was comfortable. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient called back and said they system is not working for them. They are going to the restroom too many times, not making it to the bathroom, and wetting themselves. Patient has tried all seven programs, increased stimulation, and waited a couple days in-between adjustments and got no relief. The issue has been going on for several months. Redirected patient to healthcare provider (hcp).

Event description:
On 2026-feb-17 additional information was received from the patient. The patient clarified that the "device not working" comment was referring to symptom control. The patient stated that they were wetting their pants again and had a bowel movement on themself. The cause was not determined. The patient stated they would be going to see their doctor and the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.